Event description:
The user facility's biomedical engineer called abiomed field service representative to report a controller error on the automated impella controller (aic). There was a loaner on site for customer use. The customer returned the aic for investigation. There was no mention of patient involvement during this error message.

Manufacturer narrative:
The automated impella controller has been received. The investigation is incomplete at this date. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Data analysis: imc logs confirm that the defective optical sensor lamp controller error alarm was issued on initial plugging of pump as reported on the date of occurrence. Device analysis: the console was inspected on the bench. The failure mode as reported was reproduced upon boot up in the lab. The front optical connector was inspected and cleaned before performing section 23 of the preventative maintenance procedure with a test cavity of specified length. The results were not within specification. Conclusion: the root cause for the controller error (defective optical bench) was a defective lamp. Fs instructed to replace optical bench (0042-1012). Perform section 23 of the pm and full functional check for both console and optical bench.

Event description:
The complainant reported that a patient on impella support had encountered a controller error. The loaner automated impella controller (aic) was on site and the old aic was shipped for investigation. There was no harm reported to the patient as a result of this incident.